Event description:
Patient reported there is moisture in the pump's cartridge chamber again. Patient stated she could see the moisture inside the cartridge under the black plunger as if the insulin had leaked from the cartridge. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.